Event description:
A rist¿ 95 cm radial access guide sheath was retained inside the patient. Vascular surgery was needed to remove the retained vascular guide-catheter. From the patient's chart, "patient was discharge (d/c). 49f with aborted aneurysm embolization, complicated by (c/b) retained radial catheter, requiring open surgical intervention doing well this morning."